Event description:
The reporter stated the surgeon was unable to use some indigo-p injectors due to the glue had lost its hold and the handle was slipping. This was prior to surgery and there was no damage to lenses or any patient contact. The reporter stated the injectors had only been sterilized a couple of times but may have been from some old stock. The injectors were discarded by the facility.